Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. As a result of output check, no irregularities were found. The product did not activate without pressing the activation button. The electrodes inside the handle were inspected. Foreign materials adhered to the electrodes. The coating for electric insulation of the grasping section was partially missing. The manufacturing record was reviewed and found no irregularities. The cause of the activation failure of the device could not be conclusively determined as the phenomenon did not reappear. The activation failure likely resulted because poor contact of the electrodes inside the handle with the transducer (td-tb400) caused by foreign material adhered to the electrodes. Based on the past similar cases, it was known that the coating for electric insulation of the grasping section was damaged when the user scraped tissue or coagulum on the grasping section with a sharp instrument. The above device handling has warned in the instruction manual as follows; should any irregularity (error window, abnormal noise, abnormal output, abnormal operation, abnormal appearance, etc.) Or malfunction be observed while using the thunderbeat, stop the use and withdraw the instruments from the body cavity. Do not withdraw the transducer plug from the ultrasonic generator. Check the equipment by referring to chapter 8, ¿troubleshooting¿, in the instruction manual for the ultrasonic generator. If the irregularity remains after troubleshooting, replace the transducer. If this does not resolve the issue, replace the thunderbeat instrument. If the irregularity remains unresolved, contact olympus. If the grasping section, metal-exposed area around it or the probe tip gets sticked tissue during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, metal-exposed area around it, the fluorine resin part, a coated surface or the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity or burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure.

Manufacturer narrative:
The subject device referenced in this report has not yet been returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During a laparoscopic colon surgery, this subject device was used. The product started activation without pressing the activation button inside the abdomen of the patient. After the product was taken out from the abdomen of the patient, the activation continued. Although the generator and the transducer were changed, the same problem occurred. After the product was exchanged to another product, the same problem did not occur. There was no patient injury reported. This is the report regarding the self activation of the product.